Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks due to oversensed noise on the right ventricular (rv) lead. Technical services (ts) recommended a lead evaluation. At this time, no additional adverse patient effects have been reported, and this rv remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).